Event description:
It was reported, that a z nail 10.5 x 85 lag screw was implanted on (B)(6) 2011 on the left side. On (B)(6) 2015, the implants were removed. The znn cmn nail could only be removed with great effort due to the anatomical shape of the nail. It was stuck in the bone. Also the z nail 10.5 x 85 lag screw could only be removed with great effort. The surgery time was extended for 120 minutes. The lag screw was thrown away and therefore is not available for investigation.

Manufacturer narrative:
DHR records were reviewed and found to be conforming. No trend identified. The compatibility check showed, that the product combination was approved by zimmer. It was reported that the removal of the lag screw and the nail was very difficult. No abnormalities can be seen on the six intra operative pictures provided. Surgical report (implantation): lag screw could not be positioned correctly in centre of the bone. Surgical report (explantation): nail and the lag screw difficult to remove. Surgery delayed. Nail was available for investigation: breakage lateral on the head most probably occurred during extraction of the nail. Probably different instruments were used; polished areas visible in the inner part of head and beginning of thread. Several damages visible; hole for the lag screw is worn and with polished areas, middle part a bigger polished area. Inspection plan was reviewed: the characteristic feature were 100% checked. The surgical technique describes the lag screw placement and extraction. The nailing system removal was after 4 years. According to internal research papers and general acceptance a fracture in this region should be united within 4-6 months. Possible causes: nail removal issue due to breakage of implant. Possible as the set screw was not returned and also no further information received. Nail lag screw removal issue: due to tap-stripping is possible. Due to growing in of bone, possible as the nailing system was implanted for more than 4 years. Due to defect of medical device due to instruments (nonfitting), possible, it can be the nail was damaged due to the instruments. Due to system failure, possible it can be that there was an off label, maybe the user did not use the instruments described in the surgical technique. The nailing system removal was after 4 years. It can be that there was bone ingrowth. According to internal research papers and general acceptance a fracture in this region should be united within 4-6 months. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices. X-rays and surgical report were received. As no lot numbers were provided for the z nail 10.5 x 85 lag screw the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).